Event description:
It was reported that the device patient alert triggered and it was found to have power on reset (por). Follow up information was received and indicated the device was reset to address the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for critical ram parity error, addr=1c46, data=46 on (B)(6) 2012. There was one patient alert for device circuit error on (B)(6) 2012.